Manufacturer narrative:
Investigation summary: customer returned images of 2 used 4mm, 32 gauge nano pen needles. No other identification was available. The images show that one pen needles had a bent needle on the non-patient side of the hub¿s needle cannula while the other had a broken needle on the same side. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. H3 other text : see h10.

Event description:
It was reported that the needle broke off on the bd ultra-fine¿ nano pen needle. The following information was provided by the initial reporter, translated from portuguese to english: opened the material and there is no internal needle to connect to the pen.

Manufacturer narrative:
Initial reporter fax#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off on the bd ultra-fine¿ nano pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: opened the material and there is no internal needle to connect to the pen.